Event description:
In 2009, the pt was treated for an infrarenal aortic aneurysm with gore excluder aaa endoprosthesis. Fifteen days later, computed tomography showed a distal type I endoleak on the left side. A dissection was also noted. Approx four months later, computed tomography showed the distal type I endoleak on the left side. Thrombus formed at the site of the dissection. The aneurysm sac size remained stable. The physician is monitoring the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.